Manufacturer narrative:
The actual complaint product was not returned for evaluation. The device history record for the reported lot number, aa7129f27, was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. All information reasonably known as of (B)(6) 2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
It was reported the patient had a suspected allergy to silicone. The gastrostomy tube was inserted in (B)(6) 2017. Two weeks later the patient developed cellulitis and vomiting, subsequently the feeding solution amount was changed the patient received antibiotics and topical mupirocin and the cellulitis went away. In (B)(6) 2017 the patient developed redness, pain and inflammation. The patient received another round of topical medications, drying dressing, cavilon spray for the skin and domeboro powder.